Event description:
It was reported by service report that the nurse call doesn't work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions: dip switches set correctly for hospital nurse call system.